Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with a history of "low back pain, bilateral leg radiculopathy, degenerative disc disease, stenosis, and diagnosed with lumbar nucleus pulposus underwent an l5-s1 tlif on (B)(6) 2006 with posterolateral fusion and decompression. Rhbmp-2/acs was placed into the anterior disc space. This was followed by a tlif cage packed with rhbmp-2/acs. Using the high speed burr, the transverse processes, the lateral wall of the facet joint, and the pars interarticularis were decorticated at l5-s1 until punctate bleeding bone was visualized. At this point, the wound was debrided of any non-viable tissue and was irrigated with three liters of pulsavac lavage. No further irrigation was performed, and a combination of allograft and autograft, and bmp was placed in the left posterolateral gutter. Stryker instrumentation. Less than a month post-op, the patient reported right leg pain and pain that radiated from the back to the dorsal aspect of the foot. There was some incisional pain. Again in (B)(6) of 2006, the patient reported right hip and leg pain which had worsened over the last several days. The patient reported that lyrica had helped with the numbness and tingling. The patient was having trouble sleeping. In (B)(6) 2006, x-rays showed hardware in good position and normal lordosis. In (B)(6) 2006, patient presented with right low back pain. The patient reported they no longer had leg pain with the recent increase in opioid medication. Patient reported a decrease in estrogen level. In (B)(6) 2006, patient presented for follow up with improving back pain and no leg pain. X-rays showed hardware in good position. On (B)(6) 2006: the patient underwent a right s1 joint injection, arthrogram and interpretation which revealed good intra-articular filling in the right sacroiliac joints. There were no vascular or osseous abnormalities noted. (B)(6) 2006: the patient presented with 75% relief after having received a s1 joint injection on the (B)(6) 2006. The patient complained of continued right buttock pain radiating into the posterior thigh. Impression: sacroiliitis, myofascial pain syndrome (piriformis syndro me), and lumbar disc displacement without myelopathy. In (B)(6) 2006, the patient presented with right sacroiliitis, muscle spasm, and myofascial pain syndrome and underwent a right sacroiliac joint injection and right piriformis trigger point injection. No patient complications were noted. No patient complications were noted. On (B)(6) 2006: the patient presented with improving back pain and no leg pain. On (B)(6) 2006: the patient presented with increasing right side low back pain extending down the right leg. (B)(6) 2006: the patient presented with aching leg and back pain. X-rays showed hardware in good position. Assessment: arthrodesis ¿ improving. (B)(6) 2006: the patient presented with right buttock pain. (B)(6) 2006: the patient presented with muscle spasm and myofascial syndrome. The patient underwent a chemo denervation injection of right piriformis, utilizing myobloc. (B)(6) 2006: the patient presented with back pain, worsening leg pain and increased pain in the right piriformis. Impression: right side sacroiliitis, right piriformis syndrome/myofascial pain syndrome, status post fusion l5-s1. Hydrocodone dosage was decreased and voltaren increased. (B)(6) 2006 through (B)(6) 2006: the patient presented with lumbosacral disc herniation with bilateral s1 radiculopathy and participated in multiple physical therapy sessions. (B)(6) 2006: the patient underwent x-rays which showed normal lumbar lordosis, hardware in good position, s/p l5-s1 fusion. (B)(6) 2006: the patient presented with lower back pain and leg pain. Diagnosis: diskogenic syndrome and arthrodesis ¿ stable. The patient was unable to return to work at that time and was to continue physical therapy and proceed with a rf ablation. Medications: allegra, ambien, ibuprofen, lipidor, robaxin, and zoloft. (B)(6) 2006: the patient reported lower back and right leg pain described as burning, aching, excruciating, shooting, tingling, tight, sharp and numbing. The patient was having trouble with sleep and prescribed ambien. (B)(6) 2006: the patient presented with lumbar spondylosis without myelopathy and sacroiliitis. The patient underwent a right l5 through s3 medial branch radiofrequency nerve ablation. (B)(6) 2006: the patient presented with right sided low back pain. (B)(6) 2006: the patient presented with right low back and right leg pain radiating into the foot. The pain was described as aching, radiating, and cramping. The patient also reported numbness in the right foot with prolonged sitting. Work status: ¿employed but unable to work due to 10% impairment.¿ the patient reported a 40% relief after undergoing a radiofrequency ablation. Medications: ambien, hydrocodone, voltaren, duragesic, and zanaflex. The patient reported weight gain with the use of lyrica and so discontinued its use. The patient¿s zanaflex dosage was increased. (B)(6) 2006: the patient presented with buttock, back, and neck pain. The pain was described as aching, tingling, and radiating. Impression: post laminectomy syndrome, mfps/fibromyalgia, spasm of muscle and lumbar/thoracic radiculitis. (B)(6) 2007: the patient presented with: low back pain radiating into the right lower extremity. Medications: zanafles, duragesic, hydrocodone. (B)(6) 2007: the patient presented with low back pain radiating into the right leg and underwent a lumbar spine CT which showed: dystrophic, possibly post-operative bone density material extending from the right posterolateral disc margin to the inferior aspect of the right neural foramen, enveloping the existing right l5 nerve root. There was a mild degree of lateral foraminal compromise. There was clinical correlation for right l5 radicular symptoms. (B)(6) 2007: right l5 neuroforaminal stenosis was noted. (B)(6) 2007: the patient presented with low back and right leg pain. A recent CT scan was reviewed which showed a possible irritation of the right l5 nerve root. Diagnosis: lumbar discdisplacement, lumbar/thoracic radiculitis, post laminectomy syndrome. Impression: right l5 radiculopat hy with possible component of s1 involved. (B)(6) 2007: the patient underwent a lumbar spine MRI which demonstrated a small amount of enhancing soft tissues surrounding the right s1 nerve root with very minimal posterior medial displacement. This was most likely granulation tissue. Possible s1 radiculopathy. There was some encroachment of the right neural foramen at l5-s1 which was demonstrated at bony material in the previous CT exam. This would explain a right l5 radiculopathy. There was a small amount of heterogeneous signal intensity in the dorsal epidural space at l3-4 which may have been the site of the patient¿srecent epidural injection. No abnormal enhancement was found. (B)(6) 2007: the patient presented with pain. The patient had recently been diagnosed with shingles on the right side in a s1 pattern. The patient had constant right leg, right buttock and right hip pain. (B)(6) 2007: the patient presented with severe low back pain radiating into the right first toe and lateral right foot with some weakness in the right lower extremity. (B)(6) 2007: it was reported that the patient had not responded to epidural adhesiolysis and myobloc injections. (B)(6) 2007: the patient presented with improved pain initially after having had right sided l4 transforaminal epidural injection approx. Six day prior. However, the patient felt the pain was now returning. (B)(6) 2007: the patient presented with pain down the right buttock into the right foot and toe. The patient reported injuring themselves the week before sustaining a ligament tear to the left ankle. (B)(6) 2007: the patient presented with bilateral low back pain radiating into the right lower extremity. As the patient was on such high levels of tylenol, a liver function test was ordered. The patient was started on fentanyl patches and norco was decreased. (B)(6) 2007: the patient reported low back pain radiating into the right leg with increasing atrophy of the right lower leg. Per the encounters notes the patient had had a CT and MRI of the lumbar spine which had shown some boney material causing neuroforaminal narrowing at the right l5. (B)(6) 2008: the patient presented with back pain and right leg pain that was dull, aching, and cramping. Chronic problems list: sac roiliitis, mfps/fibromyalgia, lumbar/thoracic radiculitis, post laminectomy syndrome and spasm of muscle. The right s1 joint was tender to palpitation. The patient noted they had been feeling better over the last month with less leg and back pain. Duragesic dosage was reduced at the patient s request. Medications; duragesic, hydrocodone/apap, voltaren, klonopin, and zanaflex. (B)(6) 2008: the patient reported chronic right lag and low back pain. The patient reported their right leg pain had flared up over the last week and ½. The patient rated the pain as 9 out of 10. Diagnosis: chronic pain syndrome, lumbar/thoracic radiculitis, and post laminectomy syndrome. (B)(6) 2008: the patient underwent a spinal cord stimulator trial. The patient reported they were on keflex. (B)(6) 2008: the patient presented with low back pain. It was reported that the patient had undergone a spinal stimulator trial the past week with 60% pain relief. (B)(6) 2008: the patient presented chronic right leg pain and low back pain (80% leg, 20% back). (B)(6) 2008: the patient presented for an evaluation regarding a spinal cord stimulator implant. A CT was reviewed which showed the right l5-s1 screw complex had one screw misdirected significantly laterally and could have been impinging on an exiting nerve root causing the significant palsy in her right lower extremity. (B)(6) 2008: the patient presented with chronic low back pain, spasms, radiation to right buttock and right lower leg with numbness <(>&<)> tingling in the right foot. (B)(6) 2008: reportedly, the patient presented with intractable low back pain and right lower extremity pain. The patient underwent a surgery that consisted of t10 partial laminectomy with placement of epidural spinal cord stimulator lead; left buttock subcutaneous pocket creation for placement of programmable non-rechargeable medtronic generator; fluoroscopy use; complex programming; and instrumentation removal, right pedicle screws, l5-s1. No patient complications were reported. (B)(6) 2008: the patient reported right leg pain. The patient had their spinal cord stimulator reprogrammed and were getting significant pain relief. The patient wanted to try reducing her duragesic. This was reduced and the patient was also taken off of baclofen as it had been ineffective. The patient was placed on robaxin. The patient had spasms in the upper and low back. (B)(6) 2008: the patient presented, 3.5 weeks post op spinal cord stimulator implant, with improvement. (B)(6) 2008: the patient presented with chronic leg pain. The patient reported they were getting stimulation in the upper legs and abdomen and wanted to have the spinal stimulator reprogrammed. The patient was not getting very good pain control. Medication: duragesic, hydrocodone, voltaren, zanaflex, cymbalta, clonazepam, cytomel, levoxyl, and allegra. The spinal stimulator was to be reprogrammed. (B)(6) 2008: in a telephone encounter, the patient reported trouble with their spinal stimulator. (B)(6) 2008: the patient reported they were getting stimulation in their abdomen from the spinal stimulator. The patient reported they had been told to turn the stimulator off and they were as supposed to meet with someone that day about the stimulator. Diagnosis: post laminectomy syndrome, lumbar disc displacement, and degenerative disc disease. (B)(6) 2008: the patient presented with right leg pain. The patient reported the reprogramming of her spinal stimulator had been helpful. The patient was advised that they should not be adjusting their medication on their own (the patient had been dividing their pills in half at times). (B)(6) 2008: reportedly the patient was in a mva and sustained an intimal tear of the right internal carotid artery. (B)(6) 2008: the patient presented with neck pain. The patient reported they had been in a mva on (B)(6) 2008 resulting in a c1 fracture and right carotid dissection. The patient requested an increase in hydrocodone. The patient was not sleeping well at night and complained of muscle spasms, headaches and intermittent numbness in the left hand. (B)(6) 2008: the patient presented with neck pain. It was recommended that the patient taper off of opioids. The patient had a history of self-medication and overuse of medication. (B)(6) 2008: the patient presented with low back pain and post laminectomy syndrome; right radiculopathy and sciatica; neck pain, dissection right internal carotid artery, traumatic; c1 fracture; and medication irregularities the patient complained of back and right leg pain. The patient had some numbness in the l5 with spill over into the s1 nerve distribution. The patient had a history of medication noncompliance issues. Medications coumadin (since mva), robaxin, cymbalta, hydrocodone, cytomel, allegra, levoxyl, and clonazepram. (B)(6) 2008: the patient presented with a potentially unstable c1 fracture. A review of a CT scan revealed three non-displaced fracture lines in the arch of c1. The patient complained of neck spasms and severe pain especially at night with spasms in the sternocleidmastoids. Chronic problem list: lumbar/thoracic radiculitis, spasm of muscle, chronic pain syndrome, neck pain, lumbar disc displacement, degenerative disc disease, sacroiliitis, post laminectomy syndrome, and mfps/fibromyalgia. Medications: subutex and flexeril. The patient was to continue with splint and brace. (B)(6) 2008: the patient presented with left sided neck pain. The patient reported that when they turned to the left, ¿something pops in her neck and is painful¿ the patient was scheduled to evaluate the c1, c2 fracture complex. Diagnosis: cervical spondylosis without myelopathy and chronic pain syndrome. Medications: seroquel, suboxone, and flexeril. (B)(6) 2011: the patient presented with shooting pain into the leg and underwent a thoracic spine CT which demonstrated a thoracic stimulator in the dorsal epidural space, superior at the level of t8. No complications of placement detected. There was l5-s1 mild to moderate right and mild left foraminal compromise. L5-s1 anterior posterior fusion appeared solid with no loosening of hardware. ¿while the endplates to the left of midline have not fused, this is of doubtful significance given solid appearing fusion elsewhere¿¿ there was mild atherosclerotic disease. A CT of the cervical spine for the clinical history of neck pain and spasm, showed straightening of vertebra. Concave right curve, mild centered at c5. Positioning versus muscle spasm most likely differential consideration. No recent fracture. There was some subtle irregularity of the left c1 vertebral body adjacent to the foramen transversarioum possibly related to older trauma with no evidence of residual fracture or instability. (B)(6) 2012 the patient presented with failure of the spinal cord stimulator. Per the encounter notes ¿¿ it sounds as though her lead moved following a motor vehicle accident approximately 2 years after her original implant¿¿ x-rays showed d the lead was in the right posterolateral recess which might have accounted for the right sided abdominal pain. (B)(6) 2012: the patient presented with resurgence in chronic pain syndrome; exacerbation of right leg radiculopathy and wrap around rib pain; and failure of scs. (B)(6) 2012: the patient presented with intractable back pain and bilateral lower extremity pain with spinal cord stimulator failure. The patient underwent surgery for thoracic epidural stimulator lead replacement."